Event description:
Pt intubated and on a respirator. After a family conference the pt was removed from the respirator. A nurse was at the bedside continuously and reported: as the pt went into asystole no alarm sounded. Note: pt outcome not affected by device failure.